Event description:
It was reported that within one day after the implant procedure, the right ventricular lead threshold had increased to double what it was at implant. The pacing output of the lead was reprogrammed and a lead revision was scheduled. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).